Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis could not confirm the reported event; device passed all incoming functional tests. Device was ran in environmental chamber and after 48 hours no anomalies were observed. Analysis found the upper case was dented and the side bail covers were broken. (B)(4).

Event description:
It was reported when the external pacemaker is on, in a few minutes the screen turns off, then the adequate control of the parameters is impossible. The external pacemaker was returned for repair. There was no patient involvement indicated.